Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: after performing peripheral venipuncture, I activated the autoguard device, which did not work, causing exposure of the needle without the occurrence of accident or damage.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: after performing peripheral venipuncture, I activated the autoguard device, which did not work, causing exposure of the needle without the occurrence of accident or damage.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2032830, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h10.